Event description:
It was reported that while using the bd facsvia¿ flow cytometer that there were erroneous results. The following information was provided by the initial reporter: a month ago they gave corrective service and apparently everything was correct; it has been observed that the results of patients present high values above 40, application specialists supported and the situation persists.

Manufacturer narrative:
H.6 investigation summary scope of issue: the scope of issue is only limited to bd facsvia flow cytometer, part # 656874 and serial # (B)(6). Problem statement: customer reported a complaint of patient¿s results showing high values above 40 that occurred on (B)(6) 2022. Unexpected or erroneous results can negatively impact patient diagnosis and treatment. Investigation summary: manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue for part # 656874. Date range from (B)(6) 2021 to date (B)(6) 2022. Manufacturing device history record (DHR) review: DHR part # 656874, serial # (B)(6), file # 656874-656874-r656874590208-106136645-19 was reviewed. The instrument met all the manufacturing specifications prior to release. Complaint history review: there are 11 complaints related to the issue of unexpected results; date range from (B)(6) 2021 to date (B)(6) 2022. Returned sample evaluation: a return sample was not requested for evaluation because the replaced part was confirmed that it fixed the issue. Service history review: review of related work order #: (B)(4). Install date: (B)(6) 2020. Defective part number: 660493 - assy electronics cage service, 658482 - assy fsc pin diode pcba. Work order notes: subject / reported: high results. Problem description: a month ago they gave corrective service and apparently everything was correct; it has been observed that the results of patients present high values above 40, (B)(6) were supporting and the situation persists. Work performed: on (B)(6) 2022 go to site, fluid calibration test and failure is performed, it is verified that the fluids are not constant in pressure,a lot of electronic noise is observed in the gate with 6 and 8 peak beads, ecage p/n card is replaced 660493, fsc p/n sensor is replaced 658482, data restoration of e cage parameters is performed, fluid calibration ok is performed, image. Is attached tets volume ok is verified, adc value ok is verified, flow cell cleaning is performed, and it is verified with beads in gate, (B)(6) 2022. Ok cleaning protocol is performed, performance verification is performed with cst's properly, test is performed with cd check low control (prepared by user), control result vs insert sheet is reviewed, values within range and close to the average, in previous visit tests the result was outside the upper limit, instrument is working correctly and pending to be tested with patient samples. Cause: fluid and noise problems in detection. Solution: e cage p/n replaced 660493,fsc sensor replaced p/n 658482,tested with cd check control. Labeling / packaging review: n/a risk analysis: risk management file part # 10000176773ra, vers. D, facsvia,clinical sw v1.2 risk analysis was reviewed. No new hazards have been identified and the current mitigation is sufficient. Hazard(s) identified? Yes/no hazard ID #: 3.2.11. Hazard: user changes run settings on instrument that passed qc mode. Cause: user allowed to adjust threshold or compensation settings to optimize them. Harmful effects: inaccurate results. Residual probability: 1. Residual severity: 3. Residual risk index: 3. Potential causes: based on the investigation results, the potential cause was determined to be the combination of the fsc sensor and the electronics cage, affecting fluidics and pressure. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis. And servicemax, the potential cause of the customer obtaining erroneous results was determined to be several issues involving electronics and fluidics. The fse (field service engineer) replaced both an electronics card cage, 660493 - assy electronics cage service, and an fsc sensor, 658482 - assy fsc pin diode pcba which helped with detection. This can affect the fluidics and the pressure. In addition, the fse performed a cleaning protocol so the instruments runs at its optimum performance. After these repairs, the customer was up and running. No parts were requested for evaluation as it was confirmed the replaced parts resolved the issue. Although the unexpected results were from patient samples for clinical use, no patient was treated nor harmed from incorrect results. The results were captured prior to any diagnosis decision and was discarded once realized of the unexpected results. Proper quality control, data acquisition and troubleshooting instructions can be found in the bd facsvia system instructions for use manual 23-14662-00 rev. 1/vers. A, starting on pages 55, 75 and 137. The safety risk of this hazard has been identified to be within the acceptable level. Conclusion: based on the investigation results, the complaint was confirmed and the potential cause of the customer obtaining unexpected results for ivd on the facsvia instrument was due to an fsc sensor and the electronics cage. The fse confirmed the issue, replaced both parts, conducted a cleaning protocol, and brought the instrument within bd specifications. Although patient samples were used, no one was harmed or injured, and no medical diagnosis was performed due to the erroneous results. The safety risk of this hazard has been identified to be within the acceptable level. Based on the investigation results, a CAPA is not required because the issue was resolved and there was no impact to customer and patient health or safety.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Initial reporter address: (B)(6).

Event description:
It was reported that while using the bd facsvia¿ flow cytometer that there were erroneous results. The following information was provided by the initial reporter: a month ago they gave corrective service and apparently everything was correct; it has been observed that the results of patients present high values above 40, application specialists supported, and the situation persists.